Manufacturer narrative:
(B)(4). Batch # n53g2u. The analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the nurse wrote a note regarding the issue, but it is not clear which firing the issue occurred. He does not know that the exploratory procedure ended up being and does not know what type of tissue was being fired on. The cartridge code is unknown as well. The rep did confirm that there was no harm to the patient and no change to the patient care.

Event description:
It was reported that during an exploratory laparotomy procedure, they had trouble firing the device and it was difficult to open after firing. The device left the staple line loose and the surgeon oversewed the staple line. The device was fired four times and swished between firings. The same device was used for the whole procedure with the surgeon over-sewing the area of loose staple line. There were no adverse consequences for the patient.